Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the subject device evaluation, the subject device exhibited the image guide tube coating was peeling off (1 mm2 or more). There was no patient involvement.